Event description:
It was reported that the patient presented in clinic for follow up with over-sensed noised exhibited by the implantable cardioverter defibrillator, related to the ventricular assist device. Programming adjustments were discussed; however no interventions were reported. Further information was requested, but not yet available.the patient was stable.